Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that had high blood glucose. The customer blood glucose was 600 mg/dl. Current blood glucose was unknown. Customer also stated battery cap damage. The customer did not experience any symptoms such as a result of high blood glucose. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device. Unomed inf set, frn-mmt-332-rsvr.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial and follow up reports in section h6 under medical device problem code was incomplete. Updated information in section h6 under medical device problem code: 2986 has been provided with this report.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 customer reported a crack at the back of the battery compartment and a damaged battery cap. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, cracked middle (enter) keypad button. The device was received with a battery cap. The contacts were properly attached, and the weld spots holding the metal contact in place were still intact. Device was received with a frozen medtronic logo screen. Unable to perform displacement test due to the frozen display. After visual inspection, there is corrosion in/around the following: electrical board 1-- electrical board, j6, components located at the top of the back side of the board, back of the lcd screen, j1, j2, lcd screen itself, components located on the lcd flex cable assembly. After plugging a known good electrical board 2 and a known good electrical board 1 into the original case, the device booted up normally. After plugging a known good electrical board 2 into the original electrical board1 and then into the original case, the device was able to boot up normally again. After plugging the original electrical board 2 into a known good electrical board 1 and then into the original case, the device booted up to a frozen medtronic logo screen. In summary, the customer's report of a crack at the back of the battery compartment was confirmed and that of a damaged battery cap was not confirmed. The frozen display is due to electrical board 2 and the moisture damage at the electrical board 2 j1 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.